Manufacturer narrative:
The serial number of the customer's cobas e 801 module (B)(6). The patient samples were requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys toxo igg results from two samples from the same patient tested on the cobas e 801 module. Sample 1: the patient sample was sent to another laboratory for avidity testing. The laboratory uses the line immune assay (lia) laboratory method. On (B)(6) 2024: the initial result from the module was 97.4 iu/ml. On (B)(6) 2024: the first repeat result from the lia method was negative. On (B)(6) 2024: the second repeat result from the lia method was negative. Sample 2: the patient sample was sent to another laboratory for avidity testing. The laboratory uses an abbott analyzer with chemiluminescence microplate immunoassay (cmia) as the laboratory method. On (B)(6) 2024: the initial result from the module was 100.0 iu/ml. On (B)(6) 2024: the repeat result from the cmia method was 2.3 iuml (borderline). The results from (B)(6) 2024 were reported to the patient. The physician suspects an interference may have caused the event.

Manufacturer narrative:
The calibration and qc results were within specifications. One (1) patient sample was received for investigation. The investigation was able to reproduce the customer's results. The result was assessed as a correct reactive based on elecsys toxo igg neutralization and anti-toxo igg lineblot assay results. The investigation noted that the patient sample was non-reactive for anti-toxo igm and had high avidity for anti-toxo igg; the results are consistent with a remote state of infection. The reagent performed within specifications. The investigation did not identify a product problem.